Event description:
The report received from the affiliate indicated that approx six (6) months after the index procedure, the patient had complaints of angina. Coronary angiography was done and stent fracture of the most distal cypher select 2.25x33 mm stent was observed approx 10 mm from the distal end. The target lesion for the stent was the right posterior descending artery (rpda) to the distal part of the right main artery. The stent fracture was treated by implantation of an additional cypher select 2.25x8 mm stent.

Manufacturer narrative:
The pt had a total of four cypher select stents implanted during the index procedure. Two (2) cypher select 3.0x33 mm stents, a cypher select 2.75x18 mm and a cypher select 2.25x33 mm stent were implanted at 16-18 atm of pressure in the right coronary artery (rca) lesion without any reported procedural complications. The product is not available for evaluation and testing. Please note that device is distributed outside the united states, however, it is similar to the united states product. A report was received that a cyper sds was associated with stent fracture and restenosis six months post cypher stent implantations. The event involved a pt of unknown age, gender and medical history. The reason for the pt's initial admission to hosp was not reported; but an angiogram revealed a lesion in the rca to pda. The pre or intra procedural administration of asa, plavix, heparin or gpiibiiia and the performance or recording of acts was not reported. This vessel was described as tortuous but not heavily calcified. In addition, an independent film reviewer also described the vessel as minimally calcified, with unremarkable angulation and moderately mobile. The safety and effectiveness of the cypher stent has not been established in these types of vessels and/or lesions. It is not known if the lesion was pre-dilated prior to the placement of four cypher stents; a 2.25x33mm, a 2.75x18mm and two 3.00x33mm; extending from the pda to the rca in what the independent film reviewer described as a full-metal jacket. According to the IFU, the use of more than two cypher stents has not been clinically established. These stents were reported to have been placed at maximum inflation pressures of 16-18atm. According to the IFU, the rates burst pressure of the cypher stent should not be exceeded in order to prevent intimal damage or vessel dissection. The post procedural administration of asa or plavix was not reported. Six months after the index procedure, the pt experienced angina. A repeat angiogram revealed a fracture in the most distally implanted 2.25x33mm cypher in the pda to distal rca. This fracture was located 10mm from the distal end of this stent and was believed to have contributed to the pt's angina. This was treated with the placement of a 2.50x8mm cypher stent without complication. According to the independent film review, the stent fracture was confirmed and also included a finding of restenosis at this site. The product remains implanted in the pt and is thus not available for evaluation. In addition, a DHR review could not be performed since the lot number was not provided. The reported complaint of stent fracture was confirmed by independent film review. Restenosis is a known potential adverse event following stent implantation and is often associated with the progression of cardiovascular disease. There are vessel and procedural factors that may have contributed to this event. Corrective actions have been opened to address stent fracture complaints associated with cypher stents. Please note that this is the initial/final report for this product.